Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n217541019, implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving sufentanil 50 mcg/ml at 16.365 mcg/day, hydromorphone 2 mg/ml at 0.6546 mg/day, clonidine 225 mcg/ml at 73.64 mcg/day, and compounded baclofen 850 mcg/ml at 278.2 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and radicular syndrome (radiculopathies). It was reported that the catheter was cut during a spinal fusion procedure. The cut portion was replaced with a new spinal segment kit. No patient symptoms reported. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.